Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter (pcba adc) reference failed. The customer reported the unit was not in use on patient.